Event description:
Customer reported awaking with a blood glucose level (bg) of 220 mg/dl. Customer stated that at 5am, his bg was 357 mg/dl. Customer said that when he removed the pod, he felt the cannula was bent. He does not have the pod with him, so he cannot provide any other details on this specific pod. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.